Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-13127 - device 3 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported seven similar events where occlusion issue occured with the infusion sets site within 3 hours after insertion. The insertion site of the infusion set was at abdomen. Furthermore, the customer confirmed that the introducer needle was ahead of the cannula prior to insertion and the site location was regularly rotated . The customer experienced frequent and/or recurring infusion set issues. The customer resolved their issue by replacing soft cannula infusion set and resumed insulin. No further information available.